Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve failed. The fse replaced the collar wash valve to resolve the leak and qc issue.

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro instrument exhibited quality control (qc) results outside the acceptable limits when tested on the instrument after the instrument had been in standby for a while. When retested, qc was acceptable. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves, a lab coat and glasses while operating the instrument. No direct exposure to leaked fluids occurred.